Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4). All mdrs associated with this event: MDR 2122870-2015-00384, MDR 2122870-2015-00385, MDR 2122870-2015-00386, MDR 2122870-2015-00388.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result was above the assay's normal reference range. The customer reanalyzed the patient's sample four (4) additional times on the same unicel dxi 600 access immunoassay system and obtained both lower and higher results either within the assay's normal reference range or above the assay's normal reference range. The initial, elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00384 will address erratic access accutni+3 results obtained on (B)(6) 2015 for one (1) patient. MDR 2122870-2015-00385 will address erratic access accutni+3 results obtained on (B)(6) 2015 for one (1) patient. MDR 2122870-2015-00386 will address erratic access accutni+3 results obtained on (B)(6) 2015 for one (1) patient and MDR 2122870-2015-00388 will address erratic access accutni+3 results obtained on (B)(6) 2015 for one (1) patient. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected at a different location than the customer's laboratory. The customer did not provide any sample information such as tube type or centrifugation data. No issues with sample integrity, hardware errors or sample flags were reported by the customer.